Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient claimed the alleged issue began around after christmas time exact date/time is unknown. She claimed she would test on the subject device and the result would be low, she treated with food/drink based on the low and tested after an hour and the result would be high. She could not recall the exact readings obtained on the subject device. It is not known what range the patient considers to be normal. The patient manages her diabetes with novolog fast acting insulin through pump therapy stated she would increased her dose of insulin whenever her meter would reading higher than usual. On (B)(6) 2013, she claimed she tested on the subject device at around 3pm and observed a value of "40 mg/dl." The patient denied developing any symptoms and drank 4oz of orange juice in response to the low reading. She claimed about 1 hour later, she retested on the subject device and observed a value of "400 mg/dl." The patient stated she administered an unknown amount of novolog insulin based on the meter reading. At an unknown time that day, she stated she began to "vomit" and therefore retested on the subject meter and observed a value of "high" (>600mg/dl). The patient states she then programmed her pump to administer 25u of novolog every hour for the next 7 hours and tested continuously and continued to obtain "high." The following morning, she was experiencing symptoms of "confusion" and was out of it." The emergency medical services (ems) was called at an unknown time and the patient was taken to the hospital. When she arrived, lab work was performed and her blood glucose was reportedly "1050mg/dl."the patient was diagnosed with dka and placed on an IV drip of insulin. The patient was admitted for 5 days. She reported that she discovered that her insulin pump was not administering the correct amounts of insulin which led to the patient's blood glucose level elevating so much. The patient reportedly contacted lfs and the pump manufacturer on the same day she went to the hospital. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure the test strips were in good condition. A control solution test was not performed because the patient did not have any control solution. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high and low readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.